Event description:
An inspection revealed two severe kinks in the steering catheter. A review of the console data revealed that the catheter was most likely kinked from the start of the case, as high purge pressures were observed shortly after pump insertion. This review also confirmed that the console shut down the pump due to high motor current levels. The kinks in the steering catheter were the primary root cause for the pump stopping. These kinks restricted the purge flow in the inner purge lumen, causing the observed high purge pressures and allowing blood to enter the motor, resulting in an increase in motor current. The console eventually shut down the pump as a precaution once the motor current reached unsafe levels. To address this issue, abiomed has re-designed the impella 5.0/ld pumps and the next generation 5.0/ld incorporates a nitinol re-inforced outer catheter and improved inner purge lumen. The MFR response was a thorough evaluation and a report to our facility.